Manufacturer narrative:
The treatment tip was returned for evaluation. Evaluation of the treatment tip found no issues. Tip passed flow, leak, visual, thermistor, and functional testing. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. An evaluation of the data card indicated there was failure to maintain constant force until the tone ends. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Burns, blisters, scabbing, and scarring are possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.

Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that the patient experienced a burn to the forehead that was noticed the same day as treatment. Incident occurred at 285 reps and the highest energy level used was 3.5. Additional information has been requested, but no additional information has been received.